Event description:
The customer contacted baxter's technical service center regarding a slow flow supply alarm, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated in their attempt to resolve the slow flow supply alarm in dwell 1 of 6 they had disconnected one of the supply lines to see if it was flowing. The baxter technical service representative (tsr) advised them of disconnecting and the hp would need to reset up again with new cassette and bags. The tsr assisted the hp to end therapy from dwell 1. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she said he was able to resume therapy successfully the with new supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.